Event description:
It was reported that the patient came in for a routine generator change. After reconnecting the right ventricular (rv) lead to the new generator, the rv lead impedance was high and the superior vena cava (svc) coil impedance read as none. The lead was tested through an analyzer and additional information showed high rv pacing impedance 460 ohms, and rv de fibrillator impedance was greater than 4000. The svc coil impedance was 253 ohms. The lead was capped and replaced. During insertion of the replacement rv lead the lead appeared to be damaged while withdrawing from the sheath. The rv coil was inspected visually an d did appear that the rv coil was displaced. The physician implanted a different lead and a different generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed, and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. In addition, the visual summary analysis of the lead indicated the lead was damaged at implant.

Manufacturer narrative:
Concomitant products: product ID d154awg defibrillator (B)(6) 2007; product ID 694965 implantable tachy lead (B)(6) 2013; product ID 5076-45 implantable pacing lead (B)(6) 2007. (B)(4).